Event description:
Following intraocular lens implant surgery, a fibrinous membrane gradually coated the surface of the iol, bridging the visual axis. The presence of this membrane was first identified one month following surgery. The patient's best corrected visual acuity has decreased to 20/40. The surgeon has not observed signs of excessive inflammation and the iol appears clear. Nonetheless, an anti-inflammatory steroid was prescribed.